Event description:
It was reported the ultrasonic probe exhibited a crack and sharp burr in the coating of the device. This was found during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported failure of a crack and sharp burr in the device coating was confirmed. Additionally, the grey portion of the insertion sheath was found to be buckled, and the probe tip exhibited scratching and indentation. Based on the results of the investigation, the most probable cause of this complaint has been determined to be cause not established, as the investigation findings did not lead to a definitive conclusion regarding the reported event. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
No additional information received from the customer.